Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemostasis of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the bands were tangled, which prevented them from deploying correctly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.